Event description:
Severe eye infection. I am contact lens wearer using amo complete moisture plus, lot number zb02169. Physician treated with antibiotic drops, appeared to work. However, after hearing of product recall - this batch was not include in the recall list- will be going to eye dr for followup. Used in 2007, daily as needed, as cleaning/storage solution.